Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that prior to use epoxy was on needle and hub with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported there is glue where the needle meets the hub and it spilled over to the grooves and then went about 1/4" down.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use epoxy was on needle and hub with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported there is glue where the needle meets the hub and it spilled over to the grooves and then went about 1/4" down.